Manufacturer narrative:
Second toothbrush handle received: model hx5910, serial # (B)(4). Method, results, and conclusion codes also apply to second toothbrush handle received. The root cause of the customer's complaint could not be determined.

Manufacturer narrative:
Consumer stated they experienced chipped teeth.

Event description:
Consumer called stating that the vibration of the hx5910 cleancare/essence toothbrush chipped two ot their teeth.